Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up without an error message, however recent error events were found in the programmer error log. Analysis also found a broken tab on the power cord door, handle grommet was damaged, and keyboard and keyboard hinges had a loose fit. (B)(4).

Event description:
It was reported that the programmer froze and a gray screen appeared with an error message stating shut off programmer and contact the manufacturer immediately. Reboot was attempted by turning off and restarting but was not successful. Initially the programmer died during mid interrogation prior to the error message. The programmer was returned for repair. No patient complications have been reported as a result of this event.